Manufacturer narrative:
It was reported that on the 45-day follow-up after amulet device implant the patient presented with a 3 mm peri-device leak on the posterolateral ridge side. Reportedly, the decision was made to leave the device implanted upon inspecting the leak through echocardiogram. The user believed the device was endotheliazed on the mitral valve side, but likely was too proximal during implant, and with a change in volume status, led to the device having a leak on the pv side. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Review of tee images was performed at abbott. Amulet device was mal-positioned proximally and neither disc nor lobe were in contact with appendage at the pulmonary vein. Color flow was seen past the disc and lobe. There was leak past the amulet lobe. Based on the information received, the cause of the reported leak is possibly related to device positioning. However the exact cause could not be conclusively determined. The medication was administered and the patient was scheduled for a follow-up. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The left atrial appendage was measured with a maximum measurement of 24mm on intracardiac echocardiography (ice) and angiography. The device was implanted. On the 45-day follow-up on (B)(6) 2024 the patient presented with a 3mm peri-device leak on the posterolateral ridge side. The patient was stable and did not present with any clinical signs or symptoms but was admitted and kept overnight in the hospital for a possible explant and replacement of the device on (B)(6) 2024. Upon inspecting the leak through echocardiogram, the decision was made to leave the device implanted. The patient was discharged and placed on dual antiplatelet therapy (dapt) with plavix and aspirin and was scheduled for a follow-up re-image in 6 months. The user believed the device endothelialized on the mitral valve side and may have been implanted too proximal during the procedure. A change in the volume status likely contributed to the peri-device leak. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.